Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation olympus confirmed foreign material in the device, but the type of the material or root cause cannot be identified. The legal manufacturer was unable to confirm whether reprocessing steps were performed in accordance with the instructions for use (IFU). Additionally, no physical damage of the device was confirmed where the foreign material remained. Therefore, a definitive root cause cannot be determined. The event can be detected and prevented in accordance with the following sections of the IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.